Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 229 mg/dl and the cause was not known. Upon removing the cannula, tiny air bubbles were found in it. A new site was inserted and the customer resumed insulin delivery. Reportedly, humalog was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours. The customer acknowledged the information.